Manufacturer narrative:
(B)(4). The customer reported that the device displayed a red x on the ready for use indicator and intermittently failed to power up. There was no reported pt involvement. The complaint is still under investigation. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device displayed a red x on the ready for use indicator and intermittently failed to power up. There was no reported pt involvement.